Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure performed to replace the implanted pacemaker, this right ventricular (rv) lead was found to have migrated within the surgical pocket leading to insulation damage. As result, the rv lead was abandoned during the procedure and a new lead was implanted. No adverse patient effects were reported.